Event description:
During surgery the tulip head dissociated from the screw tail. The surgeon does not tap the preparation hole prior to driving the screws nor uses the tissue sleeve. Not using the tissue sleeve caused excessive pressure to the tulip head when pressure was applied to the screwdriver. This caused the tulip head to dissociate from the screw tail.